Event description:
The patient's obituary was searched which found the location of the patient's funeral services. Follow up with this site found that the patient was buried with the device, as the funeral home was unaware that the patient had been implanted at the time. No additional information has been provided.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
On (B)(6) 2013, it was reported by the patient's mother that the patient had developed an infection and would be undergoing a heart procedure as soon as possible. Per the mother, the physicians were concerned that the infection may have attached to the vns device (one of several devices implanted in the patient), and they wanted to explant the vns system while they repaired the patient's heart valve. It was stated that the patient's vns had been programmed off for about a year. Follow up found that the patient had been in the hospital for two days after getting the infection from a cardiac surgery related to a cardiac device. The patient had been in surgery two weeks prior to (B)(6) 2013, and it was stated that there was some sort of blood infection near the generator found. It was clarified that there were two procedures being referred to. One in which the artificial heart valve was placed and the infection developed, and the second was the upcoming surgery to remove the device. It is unknown if the removal of the artificial valve ever took place as the patient's mother only stated that the physicians were considering it. Follow up with the patient's neurologist found that the patient had not been seen since (B)(6) 2012, and no information on the cardiac surgery or infection were known. Follow up with the medical records department of the cardiac facility found that the patient passed away from cardiac arrest on (B)(6) 2013. It was stated that the patient experienced cardiac arrest and was sent to the emergency room where the patient passed away. Attempts were made to the treating surgeon and the hospital staff for additional information; however, they were unsuccessful. The surgeon's office stated that they had not seen the patient in the office and could not provide information. The hospital stated that they were bound by confidentiality not to give information. No additional information was provided.